Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels on (B)(6) 23 and (B)(6) 23 of 55 and 35 mg/dl. The low bg causes were not known. The customer was in the hospital because of a ruptured appendix. They had low bg and received third party assistance from hospital staff. The customer received intravenous therapy (IV) to address low bg levels, but they did not provide any further information. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.